Manufacturer narrative:
A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a percutaneous coronary intervention (pci) procedure, the hub of a 6f slender sheath became separated from the white tube portion of the sheath. This occurred mid-procedure while the physician was manipulating the guide catheter and sheath together during attempts to position the guide. The guide in question was a 6f medtronic ebu guide cath. No portion of the sheath was ever stuck inside the patient. Once the separation was noted, the team removed the sheath and guide cath over an 035 merit 260cm j-wire, then proceeded to place another sheath in the wrist and complete the procedure. Reporting staff member noted that the distal portion of the sheath appears to have accordion-style collapse/ridges and believes this may have happened during the sheath and catheter removal. No subclavian tortuosity or other challenging anatomy was noted to be present that would increase the difficulty of device manipulation. Blood loss as a result of this issue was minimal, less than 250cc's. The patient was not harmed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The reported event did not result n patient injury and or medical/surgical intervention. Additional information was received on 06oct2023: the 6fr slender sheath broke away from the white tube portion of the sheath.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath with a concomitant sheath passed through it was returned for assessment at terumo medical corporation. The sheath was completely pulled out from the sheath hub, and the sheath was accordioned throughout the final four centimeters near the tip. The complaint can be confirmed for sheath separation at the hub due to the state of the returned sample. The exact root cause could not be determined. The likely root cause is that the force of progressing the concomitant catheter through the sheath caused the sheath to separate from the hub. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).